Event description:
Healthcare professional reported a "perforation" in the lap-band system, where the port meets the tube. The patient presented with "weight gain." The lap-band system remains implanted and explant surgery has not been scheduled at this time.

Manufacturer narrative:
Catalog #: lap-band adjustable gastric banding system (unk size). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter and connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number.